Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via personal interaction that during an arcr procedure the surgeon inserted the healix advance orthocord nto the humeral bone. Then the anchor broke off. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. The affiliate reported additional information could not be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: no nonconformances were identified for this part number, lot number combination. The complaint device is not being returned, and therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be the device was inserted off angle to the bone hole which resulted in the anchor breakage. However, without the return of the complaint device, and no further information provided, we cannot determine a definitive root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.